Event description:
The distributor reported the device would not fire. The rep reported the device was used during a laparoscopic appendectomy. It was reported the tsw35 would not fire due to lockout. Another was opened to complete the case. There was no consequence to the patient.